Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up button response due to a corroded keypad trace. No moisture damage was noted during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported that the buttons on the insulin pump's keypad were unresponsive. Customer reported that the numbers on the display began to ramp during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 421 mg/dl at the time of the call. No further information was provided.